Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins 37714 restore sensor, serial (B)(4)) found it to be functionally ok with I nsignificant anomalies. The implantable neurostimulator (ins) status at check-in found the battery discharged, device recharged. Connector module was scratched, explant damage was suspected. Access hole adhesive was cut and breached, explant damage was suspected.

Event description:
It was reported that the device was returned. Additional information received reported that the patient¿s previous spinal cord stimulation (scs) system was explanted on (B)(6) 2013 because she had never received any therapeutic effect in either of her lower extremities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).